Event description:
Patient was receiving an x-ray when called into the room. High frequency oscillatory ventilator (hfov) was not oscillating. The patient was assessed and clinicians proceeded to bag the patient with nitric oxide (no) and 1oo% fraction of inspired oxygen (fio2). Clinicians attempted to re-pressurize the hfov. The machine would not pressurize. The device was checked for any disconnections and/or leaks, of which none were found. Hfov was changed out to a new machine. The patient tolerated transition between hfov devices well. The patient was reassessed post transition. It is believed that the event is related to the "cap-diaphragm" assembly which was used and has been a source of concern in the past. The cap-diaphragm assembly consists of an inflatable diaphragm, hard plastic shell and luer-lok tip, which is assembled by the clinician after opening the device packaging. The luer-lok tip interfaces with either a dump-line or control-line from the ventilator and is the point at which disconnection occurs. Lack of a secure fit at the luer-connection can cause inadvertent disconnection at this interface, which causes the ventilator to lose pressure, subsequently leading to a loss in the patient's mean airway pressure. Device design forces clinicians to disassemble and reassemble the cap-diaphragm component when disconnection occurs.